Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a proper depth within the aortic annulus. The delivery catheter was pulled into the descending aorta. As the non-medtronic stiff wire was being pulled out of the ventricle, the wire pulled the valve more aortic. The valve was snared and held into place in the ascending aorta. A second transcatheter bioprosthetic valve was placed with no adverse patient effects reported.